Event description:
It was reported that the handpiece overheats. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details, the reported condition of the device overheating during usage could not be duplicated. Service replaced a worn bearing and gasket and did a clean, lube, and adjust to the device. A follow-up report will be submitted if the final results of the quality investigation require one.